Event description:
Same cases as: 2134265-2015-00647 and 2134265-2015-00409. It was reported that an automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system in conjunction with an opticross¿ imaging catheter was selected for treatment. However, an error 229 occurred, subsequently, an automatic pullback failure followed. Reconnection of the opticross¿ imaging catheter was done to resolve the issue, but the same issue transpired. Successively, the issue was resolved when the sled was pulled and the ilab ultrasound imaging system was rebooted. The procedure was completed using the same device. No patient complications reported and the patient¿s status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).